Manufacturer narrative:
Event was initially reported by the patient on a public opinion website. No product has been returned and no written documentation has been received. A review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the condition complained of. Results: attempts to obtain additional information were unsuccessful. We cannot confirm that there was no permanent impairment or permanent damage. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
Event was reported by patient on a general public opinion website (not reported to coopervision or point of purchase). Patient purchased expressions colors contact lenses and states that all three pairs gave the patient bacterial eye infections. Patient states she went to an ophthalmologist who confirmed it was bacterial. Patient did not mention receiving medical treatment, or current ocular status. Patient states she previously contacted store where lenses were purchased and spoke to an ecp regarding the concern with the lenses. The ecp assured the patient that it is nearly impossible for contacts to be tainted. Attempts by coopervision to receive additional information regarding this incident have been unsuccessful to date.